Event description:
Customer called to report high blood glucose. Blood glucose reading was 432 mg/dl. Customer also stated that the insulin pump has been alarming for no delivery during the prime and bolus process. The customer will see the doctor in a week about this issue. Nothing further reported.